Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the physician sutures and barely pulls on the suture, the needle will pop of. A different suture was used to complete the case. There was no patient injury.